Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the t-handle fractured in the handle portion at the knurled end of the metal shaft. The t-handle is used when coupled with the canal finder to prepare the femoral canal for reaming. The t-handle fracture surface shows multiple regions of crack initiation. This was likely caused by bending, torsional, or impact mechanical overload. The broken handle pieces were not returned. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during surgery, the handle of t-handle snapped in half during surgery. Device outside the patient. The procedure was completed without delay using a s+n back-up device. Patient was not harmed.